Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The irritation was described as a red and raised patchy area that turned into open areas on the back. There was no alleged device malfunction contributing to the irritation. The patient's daughter reported the doctor prescribed an ointment and the hospital staff decided to remove the equipment. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.